Event description:
The physician was attempting to deploy a 3.0 mm diameter x 26 mm length resolute integrity rapid exchange (rx) drug eluting stent to treat a heavily calcified and angulated lesion with 90% stenosis located in the ostium of the lcx. It was reported that the lesion was pre-dilated with balloon dilatation. It was reported that difficulty was encountered delivering the stent to the lesion and that the stent dislodged in the lmca while the stent was being manipulated the heavily calcified and angulated lesion. Further pre-dilation was carried out, followed by the successful implantation of another resolute integrity device.

Manufacturer narrative:
(B)(4). Eval, method: (x-ray, fluoroscopy, ivus, CT, MRI, etc). Eval, results: (stenosis and angulations of vessel together with device retraction from lcx and lm), (stent deformation). Eval: conclusion: (stenosis and angulations of vessel together with device retraction from lcx and lm). Eval summary: the first 10 proximal stent segments were intact and positioned distal to the proximal marker as per specs. The remaining distal stent segments were severely deformed and stretched distally beyond the distal tip. Crimp impressions were evident along the exposed portion of balloon. Cine image eval: the cd images show an lcx/lm lesion with significant stenosis, calcification and tortuosity. There appears to be no images of the attempted resolute integrity stent delivery. There are numerous pre-dilations and wires used prior to the eventual stenting of the lesion. Please note that this device (B)(4) is distributed outside the us; however, it is similar to the us distributed product (B)(4).